Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had turned off in the middle of infusion of vasopressor. The device had also displayed a system error 348 ¿no upstream sensor poll¿. This occurred during IV infusion therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was also reported the pump shut down in the middle of treatment. No additional information is available. H11: the device was received for evaluation. During functional testing, 'ec348' was not reproduced had pump shut down in the middle of treatment ' was not reproduced. A review of the history log revealed 'system error 348', through one event and no events of 'improper shutdown.'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid intrusion in ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.